Event description:
The user facility reported a 70-year-old male patient in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced non-sustained pulseless ventricular tachycardia (vt). Staff repositioned the pump and the patient seemed to have improved. However, the patient was transferred and experienced ectopy again. Additionally, the staff assumed there was possible debris ingested into the pump. The pump was replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the vf/vt/af/at (non-sustained pulseless vt) and the thrombus issues has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vf/vt (non-sustained pulseless vt) and the thrombus was not determined.